Event description:
Info received indicates the right hi/low switch is not working due fluid ingress onto the circuit board.

Manufacturer narrative:
The tech replaced the bed up/down pcb assembly to repair the bed.